Manufacturer narrative:
The device has not returned for evaluation. A follow up report will be submitted once the evaluation has been completed.

Event description:
During a wire exchange, the tip of the catheter separated from the body of the catheter. Resistance was felt during the wire exchange. The tip was removed using a snare and the procedure was completed. No injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. The device was visually examined and the tip was found to be disconnected from the body of the catheter. The complaint is confirmed. The root cause was significant force applied to the fuse zone. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and one similar complaint for this lot number was found.